Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("persistent pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight was 130 lbs. (B)(6) 2008, cytology report- interpretation: epithelial cell abnormality-squamous. Previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis, body mass index normal, syncope, asthmatic attack, neck strain, hypertension, abscess oral, cellulitis of eyelid, mouth pain, syncope, contusion of back, contusion, dizziness, syncope vasovagal, viral syndrome, bronchitis, anemia, blood pressure high, general body pain, tooth abscess, back pain, bp raised and tooth pain. Concomitant products included losartan, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 years 8 months after insertion of essure. In (B)(6)2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression"), anxiety ("mental anguish"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type : ulcer"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, tooth disorder, gastrointestinal ulcer, alopecia, depression, anxiety, vaginal infection and dyspareunia outcome was unknown, the pelvic pain and female sexual dysfunction was resolving and the vulvovaginal pain, nausea, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal ulcer, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6)2008 the essure device placed without difficulty and there are multiple coils sticking out from the tubal ostia. The right tube and essure coils were then reinspected and were in palce and everything appeared normal. Discrepant information received in pfs about essure removal. Have you had your essure (or any part of the device) removed? No. And she is currently planning for remove essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- new event dyspareunia (painful sexual intercourse). Were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding "). The patient was treated with surgery (underwent partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis and body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain/ vaginal area pain") and weight increased ("weight gain"). The patient was treated with surgery (underwent partial hysterectomy and tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown and the vulvovaginal pain had resolved. The reporter considered bacterial vaginosis, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Current weight was 130 lbs. Most recent follow-up information incorporated above includes: on 16-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics, historical drug and concomitant disease added. Essure indication updated and stop date added. New events abnormal bleeding (vaginal, menorrhagia), weight gain and vaginal pain were added. Previously reported event infections updated to infections: shift in flora. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("persistent pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis, body mass index normal, syncope, asthmatic attack, neck strain, hypertension, abscess oral, cellulitis of eyelid, mouth pain, syncope, contusion of back, contusion, dizziness, syncope vasovagal, viral syndrome, bronchitis, anemia, blood pressure high, general body pain, tooth abscess, back pain, bp raised and tooth pain. Concomitant products included losartan, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In february 2008, the patient experienced vaginal infection ("vaginal infection"). In april 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, 5 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), gastrointestinal ulcer ("gastrointestinal or digestive system condition type : ulcer"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)) and surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, tooth disorder, gastrointestinal ulcer, alopecia, depression, anxiety and vaginal infection outcome was unknown, the pelvic pain and female sexual dysfunction was resolving and the vulvovaginal pain, nausea, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, female sexual dysfunction, gastrointestinal ulcer, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2008 the essure device placed without difficulty and there are multiple coils sticking out from the tubal ostia. The right tube and essure coils were then reinspected and were in palce and everything appeared normal. Discrepant information received in pfs about essure removal. Have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion current weight was 130 lbs. (B)(6) 2008, cytology report- interpretation: epithelial cell abnormality-squamous most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- concomitant medication and events depression, vaginal infection and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('persistent pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight was 130 lbs. (B)(6) 2008, cytology report- interpretation: epithelial cell abnormality-squamous. Previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis, body mass index normal, syncope, asthmatic attack, neck strain, hypertension, abscess oral, cellulitis of eyelid, mouth pain, syncope, contusion of back, contusion, dizziness, syncope vasovagal, viral syndrome, bronchitis, anemia, blood pressure high, general body pain, tooth abscess, back pain, bp raised and tooth pain. Concomitant products included losartan, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 years 8 months after insertion of essure. In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression"), anxiety ("mental anguish"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), gastrointestinal ulcer ("gastrointestinal or digestive system condition type : ulcer"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), post procedural complication ("post procedural complication") and genital haemorrhage ("gen.abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, tooth disorder, gastrointestinal ulcer, alopecia, depression, anxiety, vaginal infection, dyspareunia and post procedural complication outcome was unknown, the pelvic pain, bacterial vaginosis, vulvovaginal pain, nausea, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and genital haemorrhage had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2008 the essure device placed without difficulty and there are multiple coils sticking out from the tubal ostia. The right tube and essure coils were then reinspected and were in palce and everything appeared normal. Discrepant information received in pfs about essure removal. Have you had your essure (or any part of the device) removed? No. And she is currently planning for remove essure if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No patient received treatment for bladder or urinary problems changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("persistent pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis, body mass index normal, syncope, asthmatic attack, neck strain, hypertension, abscess oral, cellulitis of eyelid, mouth pain, syncope, contusion of back, contusion, dizziness, syncope vasovagal, viral syndrome, bronchitis, anemia, blood pressure high, general body pain, tooth abscess, back pain, bp raised and tooth pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, 5 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type : ulcer"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, bacterial vaginosis, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, tooth disorder, gastrointestinal ulcer and alopecia outcome was unknown, the pelvic pain and female sexual dysfunction was resolving and the vulvovaginal pain, nausea, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, female sexual dysfunction, gastrointestinal ulcer, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2008 the essure device placed without difficulty and there are multiple coils sticking out from the tubal ostia. The right tube and essure coils were then reinspected and were in palce and everything appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion current weight was 130 lbs. (B)(6) 2008, cytology report- interpretation: epithelial cell abnormality-squamous. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received, reporter added, demographic added, event added- perforation (uterus), vaginal haemorrhage, menorrhagia, apareunia, migraine, headache, device expulsion, nausea, tooth disorder, dysmenorrhoea, gastrointestinal ulcer, alopecia, abdominal pain, events onset date added, severity added, events outcome updated, concomitant condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('persistent pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight was 130 lbs. (B)(6) 2008, cytology report- interpretation: epithelial cell abnormality-squamous. Previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis, body mass index normal, syncope, asthmatic attack, neck strain, hypertension, abscess oral, cellulitis of eyelid, mouth pain, syncope, contusion of back, contusion, dizziness, syncope vasovagal, viral syndrome, bronchitis, anemia, blood pressure high, general body pain, tooth abscess, back pain, bp raised, tooth pain, multi gravida, parity 5 and adenomyosis. Concomitant products included losartan, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 5 years 8 months after insertion of essure. In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression"), anxiety ("mental anguish"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), gastrointestinal ulcer ("gastrointestinal or digestive system condition type : ulcer"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), post procedural complication ("post procedural complication") and genital haemorrhage ("gen.abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, weight increased, migraine, headache, tooth disorder, gastrointestinal ulcer, alopecia, depression, anxiety, vaginal infection, dyspareunia and post procedural complication outcome was unknown, the pelvic pain, bacterial vaginosis, vulvovaginal pain, nausea, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and genital haemorrhage had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal ulcer, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2008 the essure device placed without difficulty and there are multiple coils sticking out from the tubal ostia. The right tube and essure coils were then reinspected and were in palce and everything appeared normal. Discrepant information received in pfs about essure removal. Have you had your essure (or any part of the device) removed? No. And she is currently planning for remove essure if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Patient received treatment for bladder or urinary problems changes insertion date as per mr- (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received : reporter information, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('persistent pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight was 130 lbs. (B)(6) 2008, cytology report- interpretation: epithelial cell abnormality-squamous. Previously administered products included for an unreported indication: losartan and tylenol. Concurrent conditions included endometriosis, body mass index normal, syncope, asthmatic attack, neck strain, hypertension, abscess oral, cellulitis of eyelid, mouth pain, syncope, contusion of back, contusion, dizziness, syncope vasovagal, viral syndrome, bronchitis, anemia, blood pressure high, general body pain, tooth abscess, back pain, bp raised and tooth pain. Concomitant products included losartan, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 years 8 months after insertion of essure. In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression"), anxiety ("mental anguish"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bacterial vaginosis ("infection: shift in flora"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain/ vaginal area pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), gastrointestinal ulcer ("gastrointestinal or digestive system condition type : ulcer"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes"), post procedural complication ("post procedural complication") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, tooth disorder, gastrointestinal ulcer, alopecia, depression, anxiety, vaginal infection, dyspareunia and post procedural complication outcome was unknown, the pelvic pain, bacterial vaginosis, vulvovaginal pain, nausea, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and genital haemorrhage had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2008. The essure device placed without difficulty and there are multiple coils sticking out from the tubal ostia. The right tube and essure coils were then reinspected and were in place and everything appeared normal. Discrepant information received in pfs about essure removal. Have you had your essure (or any part of the device) removed? No. And she is currently planning for remove essure if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Patient received treatment for bladder or urinary problems changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events "gen. Abnormal bleeding, bladder or urinary problems changes, post procedural complication" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.